Event description:
It was reported that during a lap surpracervical hysterectomy procedure, the tip broke off. The tip was recovered. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 06/11/2008. The analysis results found that the device was returned with the blade scratched; the blade was received complete and not broken. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device.